Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Stent occlusion is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that after an uneventful cataract surgery with istent implantation the patient presented 1 month postoperatively with partial stent occlusion by iris and peripheral anterior synechiae. The patient presented 3 months postoperatively and the stent was no longer visible (covered by peripheral anterior synechiae). The patient¿s iop remained stable on glaucoma medications. The patient was monitored postoperatively for 7 months and was reported to be stable.